Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced suppression and suspected pericarditis. During a pulsed field ablation (pfa) procedure a farastar pfa generator nam was selected for use. This was a "research case" that lasted 3.5 hours where 56 farawave ablations were delivered to patient. It was reported that p-wave suppression and suspected pericarditis occurred. Opal was not involved as this was a carto mapping case. Case was completed there were no remarks from physician no additional information available.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available because insert reason (device was discarded, etc.). Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that a patient experienced suppression and suspected pericarditis. During a pulsed field ablation (pfa) procedure a farastar pfa generator nam was selected for use. This was a "research case" that lasted 3.5 hours. 56 farawave ablations were delivered to patient. 16 l sup, 16 l inf, 12 r sup and 12 r inf. Opal was not involved as this was a carto mapping case. Case was completed there were no remarks from dr. No more information available.